Event description:
It was reported that the front cover of the device was damaged. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The front cover and tank cover was found to be cracked. The printed circuit board (pcb) and power switch were outdated. No further action was taken due to the age and condition of the reported device. The repair was not economical, and the reported device was scrapped. The probable cause of the reported issue was determined to be related to physical damage of the reported device due to device being dropped or attempt to pry off front cover. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).